Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy procedure. While transecting the sigmoid, the first reload was partially fired. The surgeon heard a cracking from the handle and there was only some staple formation. The surgeon retrieved a new handle and new reload but this reload had the same problem. A new type of reload was used with the same handle successfully. No patient injury.